Manufacturer narrative:
Product was returned and evaluated. Visual examination and friction testing was performed and no sharp edges on the catheter were found. Based upon the device evaluation, this complaint cannot be confirmed as reported.

Event description:
(B)(4). According to the information received, there was a catheter with sharp/rough eyelets. It was reported there was a sharp edge on the eye nearest the tip.